Event description:
Customer reported the system is displaying error codes during film shots. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and ordered a new battery pack. It is anticipated that installation of an new battery pack will restore the system to operating as intended.